Event description:
It was reported that the patient presented with an inability to inflate his inflatable penile prosthesis device. A revision surgery was performed in which the physician confirmed that the cylinder had a tear. The device was explanted and replaced. There were no patient complications.

Event description:
It was reported that the patient presented with an inability to inflate his inflatable penile prosthesis (ipp) device. A revision surgery was performed in which the physician confirmed that the cylinder had a tear. The device was explanted and replaced. There were no patient complications.

Manufacturer narrative:
Concomitant product/therapy (c2/d10): reservoir (B)(4). Upon receipt at our post market quality assurance laboratory, this inflatable penile prosthesis (ipp) was thoroughly analyzed. The cylinders were visually and microscopically inspected, and leak tested. Both cylinders exhibited wear at a fold in the proximal and middle sections. A hole was observed in one of the cylinders at the corner of the fold in the middle section. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities that would affect the functionality of the device. Laboratory analysis confirmed the reported clinical observation of inflation difficulty. The observed fatigue damage was determined the most probable cause of the reported events. An overall evaluation conclusion code of cause traced to component failure was assigned to this investigation.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for reservoir is (B)(4). UDI field (d4) concomitant product UDI for pump is (B)(4). Correction to field b3: date of event. Correction to field b5: describe event or problem. Correction to field g2: report source. Correction to field h6: device codes. Upon receipt at our post market quality assurance laboratory, this inflatable penile prosthesis (ipp) was thoroughly analyzed. The cylinders were microscopically inspected, and leak tested. Both cylinders exhibited wear at a fold in the proximal and middle sections. On once of the cylinders, a hole was also observed at the corner of the fold in the middle section. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities that would affect the functionality of the device. The leak at the corner of a fold in cylinder 1 was the most probable cause of the event. An overall evaluation conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that a patient with an inflatable penile prosthesis ipp presented with a nonfunctioning device. A revision surgery was performed in which the physician confirmed that the cylinder had a tear. The device was explanted and replaced. There were no patient complications.